Event description:
It was reported that after a regular follow up an inflatable penile prosthesis (ipp) pump did not work normally. Troubleshooting steps were performed to no avail. The component gradually stopped working. The patient was unable to inflate the device. A surgical procedure was scheduled on an unknown date in which it was planned to remove and replace the pump. The patient did not experience any complications related to the device.